Event description:
The pt tested blood glucose on the suspect device and it was hi. Pt took 8 or 9 units of humalog and 9 or 10 units of humulin v at 8pm. Before going to bed, pt tested the blood glucose again on the suspect device and it was 437 mg/dl. At 4am, pt was found unconscious. Pt's husband gave pt a glucose shot. No medical treatment was sought.